Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (prime issue) issue. It was reported that the pump emitted errors related to the prime function. There was no allegation of an adverse event with this complaint. Customer support has attempted to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a prime issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This is a late MDR submission due to a software issue that has been reviewed with the FDA on november 7, 2014.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 11-dec-2018 with the following findings: on investigation the black box data revealed records of loss of prime with low non-zero force.. On investigation, the pump powered on normally and ez-prime steps were successfully completed. All electrical current readings were within specification. The pump was exercised for 12 hours without error, alarm, warning, interruption in power or overheating. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint.